Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the product evaluation.

Event description:
The customer reported that following a diagnostic catheterization procedure, an x-site device was used. The procedural sheath was removed over a stiff wire. The x-site device was placed over the stiff wire and then the wire was removed. The operator had difficulty inserting the x-site device through the tissue tract and used a rocking motion to insert it. Bleedback was visualized. It was noted that the device was being held at a steep angle and was adjusted. Upon delivery of the first needle, resistance was met before the pusher was half way down. The pusher was pulled all the way back to the top and an audible click was heard. The operator decided to abort the procedure and tried to rotate the device and had difficulty. Force was used to remove the device over a wire. When the needle and sutures that were removed were examined it was noted that the first needle was broken in half. The broken portion was found outside the pt. No pt complications were reported. Another competitive device was used to complete the vascular closure.